Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for three patient samples tested with elecsys c-peptide on a cobas 8000 e 801 module. It was asked, but it is not known if the erroneous results were reported outside of the laboratory. There were no issues with any other tests or other samples. The first sample initially resulted with a c-peptide value of < 0.010 ng/ml, repeating with a value of 5.7 ng/ml. The second sample initially resulted with a c-peptide value of <0.010 ng/ml, repeating with a value of 5.0 ng/ml. The third sample initially resulted with a c-peptide value of 0.2 ng/ml, repeating with a value of 9.5 ng/ml. No adverse events were alleged to have occurred with the patients. The c-peptide reagent lot number and expiration date were asked for, but not provided. The investigation could not identify a product problem. The cause of the event could not be determined.